Event description:
Three gore viabahn® endoprostheses were used during the treatment of proximal and distal edge stenosis of a previously implanted gore viabahn® endoprosthesis. A pedal artery access was obtained and the first device was advanced retrograde over a .018" regalia guidewire without an introducer sheath. The first device was successfully placed in the proximal superficial femoral artery. The second device was also inserted without an introducer sheath. During advancement, the device began to bow and reportedly got caught up under skin and artery. The delivery catheter subsequently kinked at the transition point and separated from the endoprosthesis. The endoprosthesis and delivery catheter stayed intact and was removed. The physician thought the .018" regalia guidewire may have been too flimsy and exchanged the regalia guidewire for a platinum plus guidewire. A 6fr short introducer sheath was then inserted and the third device was placed without incident.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per instruction for use, the warnings section states, "special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction."

Manufacturer narrative:
Engineering evaluation summary - the following observations were made: the distal shaft is broken at the transition. The inner layer of the distal shaft is stripped and exposed. The outer layer of zipper is deployed approximately 1.5 cm. The deployment knob was not returned with the device. The deployment line is free to move within the dual lumen. One knot of the outer zipper was deployed in this examination to ensure the zipper would deploy. Based on the device examination performed, no manufacturing anomalies were identified.